Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1h8z2, implanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that some of the patient's electrodes were high and out of range. The device was interrogated and turned off. Impedances for the left vim were reported: c <(>&<)> 0 5629 ohms c <(>&<)> 1 4365 ohms c <(>&<)> 2 4182 ohms c <(>&<)> 3 3857 ohms 0 <(>&<)> 1 4205 ohms 0 <(>&<)> 2 6070 ohms 0 <(>&<)> 3 6714 ohms 1 <(>&<)> 2 3617 ohms 1 <(>&<)> 3 4655 ohms 2 <(>&<)> 3 3846 ohms no patient symptoms or further complications were reported as a result of this event.